Event description:
A us distributor reported that an electrode belt was displaying add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel message) has confirmed that the cable connecting the distribution node (dn) to the rear cable was severed. The root cause for severed cable was unable to be identified. There was no adverse event that resulted from the damaged belt.